Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device has not been returned for analysis; therefore, the event cause could not be determined. (B)(4).

Event description:
Treatment of a small aneurysm measuring approximately 5mm located in the a-com (anterior communicating) artery. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the seventh implant coil could not be detached. An attempt was made to detach the implant coil with the manual method (breaking of the hypo-tube, and alternative detachment method presented in the instructions for use) but also without success. A decision was made by the treating the physician to remove the coil. Upon removing the coil from the patient, the implant coil detached inside the microcatheter. The coil and catheter were removed from the patient.

Manufacturer narrative:
The implant coil and pusher assembly were returned for evaluation and they were both stuck inside the microcatheter. The pusher assembly was found protruding from the microcatheter hub and it was also cut at the proximal end and it was missing. The evaluation could not determine the cause of the event. The lot history record of the reported lot number has been reviewed and no quality issues were found that could have contributed to the reported experience. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
(B)(4).